Manufacturer narrative:
Device evaluation: since product was not returned, the complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, weight and ethnicity :unknown, not provided. If implanted; give date: n/a (not applicable). No patient involvement. If explanted; give date: n/a (not applicable). No patient involvement. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis itec preloaded intraocular lens (iol) defective. There was no patient involvement. No additional information was provided.